Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited noise. The lead was explanted and replaced. There were no patient consequences.